Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshooting was performed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer said pump has not been stored without battery or with a depleted battery. Customer states self-test failed. The pump experienced unexpected restart alarm during normal use. Customer also had button issue. Customer was advised the pump will need to be replaced but she may continue to use it until replacement arrives.